Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's balloon was observed to be leaky/ruptured. It was reported that the patient was intubated, but the nurse observed the neck was bulging when advancing the tube from 22cm to 25cm when the issue occurred. It was indicated that they changed the tube for the 2nd time, but the device had the same issue with the first one, so they re-intubated the patient for the third time.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff is burst, the failure mode burst cuff is confirmed. If information is provided in the future, a supplemental report will be issued.